Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed successfully. During the implant of the right atrial (ra) lead, the patient experienced pulseless electrical activity and recovered after receiving cardiopulmonary resuscitation. The ra lead was placed successfully. Approximately five minutes later, the patient experienced pulseless electrical activity and asystole. After forty-five minutes of cardiopulmonary resuscitation and pacing support, the patient ultimately passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.